Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Protime generated 1.2 inr and reference lab result was 2.6 inr. Pt treatment was based on the lab result. Pt's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: actual device evaluated (instrument). Reserve sample tested from the same lot (cuvette/single-use disposable). Result: reported customer complaint was not confirmed through instrument or cuvette eval. Itc has requested all data required for form 3500a.